Manufacturer narrative:
During an unknown procedure, the angioguard 6mm basket, medium support would not resheath. There were no reported patient injuries. Additional procedural details were requested but are unknown. The device was not returned for analysis. A product history record (phr) review of lot 35236545 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿capture system capture difficulty - unable to¿ was not confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Vessel characteristics, while unknown, may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿after the interventional or diagnostic procedure is completed, attach a 10-ml luer lock syringe to flushing luer hub. Flush with 10 ml of sterile saline. The entire coil dispenser should be filled with saline. Remove the syringe from the flushing luer hub. Do not remove the capture sheath from the coil dispenser until required system retrieval. Remove the flushed capture sheath from the dispenser coil and thread over the proximal end of the guidewire. Grasp the guidewire proximally as it exits the rx port and push the capture sheath through the open hemostasis valve. Collapse the filter basket by advancing the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: do not try removing the angioguard® rx emboli capture guidewire by only pulling on the capture sheath. Note: never pull the angioguard® rx emboli capture guidewire into the guiding catheter or interventional sheath introducer if there is resistance. If resistance is encountered, reposition the capture sheath to ensure that the filter basket is properly seated into the capture sheath. Using fluoroscopy, verify capture sheath position by checking marker band alignment between the capture sheath and the guidewire. Remove the device by grasping the guidewire and capture sheath together near the hemovalve. Pull the system through the guiding catheter or interventional sheath introducer, and out of the hemovalve as a single unit. Care should be taken when pulling the basket through the open hemovalve, to avoid potential release of captured emboli.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the angioguard 6mm basket, medium support would not resheath. There were no reported patient injuries. Additional procedural details were requested but are unknown.